Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray of electrode tip confirmed continuity. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the first post implant device follow-up, the pacing threshold measurement on this right ventricular (rv) lead had increased. Subsequently, it was identified that the rv thresholds increased to 6.0 volts at 2.0 milliseconds. A revision procedure was performed and a new rv lead was placed in a septal position prior to explanting this rv lead. Difficulties were initially experienced retracting the helix mechanism of this rv lead, but then the lead dislodged under gentle traction. This rv lead was explanted and planned to be returned for analysis. No additional adverse patient effects were reported.